Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 200 mg/dl. The customer could not recall any significant events leading to the alarm. It was also found the customer may have exposed their insulin pump to moisture from sweat. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, scratches on reservoir tube threads, minor scratches on lcd window, scratches on reservoir tube window and stained end cap sticker. No moisture damage noted on the electronics, motor, vibrator motor or battery tube assembly.